Manufacturer narrative:
Spacelabs is evaluating this occurrence and will file a supplemental report once our evaluation is concluded.

Event description:
Spacelabs received a report that no alarm sounded or printed at the bedside or central monitors when the patient's heart rate dropped to 20 bpm.

Manufacturer narrative:
Onsite investigation of the involved devices conducted by a spacelabs representative confirmed that the equipment performed to specifications. The investigation was witnessed by a facility representative. The patient retrospective database provided by the facility was reviewed by a spacelabs lead software engineer. There is evidence that the monitor detected a low heart rate condition and generated both medium and high priority alarms as appropriate. Based upon the investigation, we have concluded that the device did not malfunction. This investigation is considered complete and the issue closed.